Event description:
It was reported that the field representative called inquiring why an atrial sense beat was missed on the electrogram (egm). Technical services reviewed and found that the ventricular rate was greater than the atrial rate due to undersensing which resulted in an inappropriate shock therapy. Additional information, including device details, were requested from the field however could not be obtained. With current information, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This report is being filed to update device information for the complaint, which was absent on the initial report.

Event description:
It was reported that the field representative called inquiring why an atrial sense beat was missed on the electrogram (egm) presented during a powerpoint case study. Technical services reviewed and found that the ventricular rate was greater than the atrial rate due to undersensing which resulted in an inappropriate shock therapy. With current information, the device remains in service. No adverse patient effects were reported. Additional information was received which determined the specific device involved in the case study.